Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
On may 24, 2021, olympus medical systems corp. (Omsc) received the literature titled "hybrid robotic single-site myomectomy using the gelpoint platform". This study was conducted on the single-port laparoscopic myomectomy (sp-lm) and robotic single-site myomectomy (rssm) for 25 women with symptomatic fibroids. In the literature, it was reported as follows; the rssm was used with da vinci surgical system (intuitive surgical, inc.). In the laparoscopic enucleation of the fibroid phase, a vertical or elliptical uterine incision was made over the fibroid using thunderbeat and was extended to the cleavage plane. It was reported that 2 women were post-operative fever, 2 women were transient ileus, 9 women were transfusion, and 3 women were converted to multiport laparoscopy due to the difficulty of suturing. Omsc assumes that the post-operative fever, transient ileus, and converted to multiport laparoscopy were not identified with relation to the subject device. Whereas, omsc assumes that 9 women of transfusion were a serious adverse event to submit due to uterine incision with the subject device. Based on the available information, specific information on the subject device and the patients were not provided. There is no description of the device's malfunction. Omsc will submit one medical device reports (MDR) of the subject device for the adverse event need for 9 women of transfusion.

Manufacturer narrative:
This report is being supplemented to provide additional information from the author.

Event description:
Additional information received from the author: in the medical opinion of the author, the olympus device did not cause or contribute to the adverse events. The author stated there was no malfunction of the olympus device.